Event description:
It was reported that the patient underwent a procedure for l3-l5 mast tlif. While implanting the cage from the right side, the cage shifted medially upon entry into the disc space. At this time the neuromonitoring service noted a decreased response in the muscles concordant with the l4-l5 level, suggesting impingement of the thecal sac. Ap fluoroscopy confirmed that the implant had crossed midline and came to rest at the left side of the l4-5 space. The device was explanted and replaced with a different device. The patient is reported to have continued neurologic deficit, bilateral foot drop, and motor weaknesses associated with a cauda equine injury at the l4-5 disc space.

Manufacturer narrative:
(B)(6). (B)(4).